Event description:
Reference medwatch 1036844-2008-00138 for first event. It was reported that this catheter was in the kit opened after the suspected crossover in referenced medwatch. Before insertion, the catheter was flushed and the same crossover issue was present. This product was not used on the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available. Follow up report will be filed if add'l info becomes available.